Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat urinary incontinence and vaginal prolapse concurrent with anterior repair and cystoscopy. Post implantation the patient experienced recurrence of incontinence, dyspareunia, vaginal and abdominal pain.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent sling implantation to treat urinary incontinence and vaginal prolapse concurrent with anterior repair and cystoscopy. Post implantation the patient experienced recurrence of incontinence, dyspareunia, vaginal and abdominal pain.